Manufacturer narrative:
Results: incompatible component: upon disassembly by a stryker service technician, it was determined that the motor was a non-stryker component. The motor assembly was replaced to address the bias current error and bring the device back to stryker specifications.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device displays a bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.